Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the "tubing slipped out of the port connection" assuming that the set separated at the y site. The event occurred in the (B)(6). Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The customer¿s report of a tubing separation at the port connection could not be confirmed because the product was not returned for failure investigation. The customer provided a photo showing that the separation occurred between the tubing and the smartsite inlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the "tubing slipped out of the port connection" assuming that the set separated at the y site.the event occurred in the micu.although requested, no additional information about the patient, medication, or event provided.